Event description:
On (B)(6)2022 getinge became aware of an issue with one of surgical lights - lucea 100. It was stated the retaining ring and the bolt from the handle mount fell. We decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination or serious injury.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Manufacturer narrative:
Getinge became aware of an issue with one of surgical lights - lucea 100. It was stated the locking mechanism of the handle fell down. The locking mechanism is composed by a steel axis, a spring and a circlip. We decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination or serious injury. It was established that when the event occurred, the surgical light did not meet the specification as the locking mechanism of the handle fell down, and it this way the device contributed to the event. It is unknown if the device was being used for patient treatment when the issue occurred. Taking into consideration the install base for lucea 50/100 surgical lights, comparing to the number of complained devices, the complaint ratio of issue related handle¿s locking mechanism is very low. As stated by the subject matter expert at manufacturing site, the sterizable handle fall is due to locking mechanism disengagement. Two possible causes have been identified: first cause : wrong positioning of the circlip in its slot. Second cause: breakage of the circlip because of oxidation the first cause can be ruled out because since (B)(6) 2012 circlip assembly operation is checked at 100% at the supplier. The second cause (circlip breakage because of oxidation) is then the most probable root cause. The curative and preventive action plan n° 2015-06 has been initiated to identify the reason of this oxidation. Then, it has been decided to improve the current circlip material stainless steel a2 by stainless steel a4 more resistant to chemicals. According to the results of manufacturer¿s expertise, the modification has been applied in maquet sas production line since (B)(6) 2017. The affected device which contributed to the malfunction investigated herein was manufactured on (B)(6) 2014, therefore, the second cause is considered as the most possible scenario. We believe that all remaining devices are performing correctly in the market. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
Manufacturer's reference number (B)(4).